Manufacturer narrative:
On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site. Fe replaced the syringe, probe, and tubing from the clot detector board to the probe. Performed speed and timing verification on the centrifuge, which passed. Performed 24 and 37 degree, performed temperature check of both incubators, which passed. Post repair, fe ran successful diagnostics tests for temperature, regulation, centrifuging, fluid circuit, and pipetting. Customer ran the specimen in question for dat and the result was 1+ as expected. The investigation determined that the root cause of this event was instrument related.

Event description:
Customer reported a false negative dat on provue serial (B)(4) using mts igg gel cards. Customer repeated the dat test on a second provue, results from the repeat testing were weak 1+ reaction. The sample was also tested manually. The manual dat had a weak 1+ reaction. Service was requested.